Event description:
It was reported that the ventilator stopped ventilating after generating three technical error codes while it was connected to a patient. The patient was manually ventilated and the ventilator was replaced with another one. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The field service engineer downloaded the logs, replaced the control and the expiratory chanel printed boards (pcb) whereafter the ventilator was put back in service. The two pcbs were lost during gods handling and have not been returned for investigation therefore the investigation consists of an evaluation of the logs from the ventilator. The evaluation of the ventilator¿s logs confirms the occurrence of the reported three technical error codes during ongoing ventilation. The error codes were followed by alarms respiratory rate low, apnea and peep low which indicate that the ventilator had stopped ventilating. The ventilator was set to the standby mode three minutes afterwards. The analysis of the technical log shows that the technical error codes were preceded by a breathing subsystem error. The breathing subsystem restarted the processes/subsystem in order to resolve the situation. After three failed attempts to restart the subsystem, the execution in the breathing subsystem was intentionally stopped and the ventilator was set to a safe state with the inspiratory valves closed and the expiratory and safety valves open. The monitoring subsystem detects this, activates the technical error codes, and after the patient related alarms. The opened safety valve and the expiratory valves allows spontaneous breathing of the patient. The root cause analysis done by code review for similar events found that one possible cause was that the process for logging data could block other processes from executing due to improper setup. There may be other causes but these have not yet been determined. H3 other text : the 2 replaced pcbs were lost.